Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 3059250/365517, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient developed an infection at the ipg and lead incision sites. Symptoms of redness and opening up of the incisions were noted. The cause of infection was unknown, but it was mentioned that the patient was diabetic and healing was a concern. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was placed on antibiotics and still healing.

Event description:
A report was received that the patient developed an infection at the ipg and lead incision sites. Symptoms of redness and opening up of the incisions were noted. The cause of infection was unknown, but it was mentioned that the patient was diabetic and healing was a concern. The patient underwent an explant procedure.